Event description:
It was reported that the lead failed to capture at high outputs. The lead was explanted. No further information is available.

Manufacturer narrative:
Additional information regarding patient's condition added.

Event description:
The patient was fine after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.